Manufacturer narrative:
Concomitant medical products: product ID: kdr901 ipg, implanted on: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead were extracted for an unknown reason. There was difficulty extracting the rv lead and it was cut and left in the patient. No patient complications have been reported as a result of this event.